Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is neither implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No service history review can be performed as this is a lot controlled item. Additional evaluation was conducted. The report indicates that the spring will not hold and is slipping. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The synthetic screen was replaced. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, on an unknown date, the sliding mechanism spring will not hold when tightened. The issue was noticed during the case, but there was no impact to the patient. It was reported that the event did not contribute to a death or serious injury. It was also reported that subject device did malfunction during surgery while being used on a patient. No further information is available at this time. One part(s) is associated with complaint (B)(4). This is report 1 of 1 for complaint (B)(4).